Event description:
Information was received from a healthcare professional for a clinical study, via a manufacturer representative, regarding a patient with neurologic urinary incontinence since 2010. It was reported there was a return of incontinence since (B)(6) 2015. The stimulator was stopped on (B)(6) 2015. It was unknown what factors caused or contributed to the issue. No diagnostics or troubleshooting was performed. The device was reprogrammed on (B)(6) 2015. The issue was not resolved at the time of the report; the event was ongoing with no other action needed. The event was assessed as related as not serious, not related to the procedure and related to the stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.